Event description:
The customer observed falsely elevated alinity I free t4 results for one samples. The following data was provided: alinity I free t4 result 19.32 pmol/l, repeated 17.53 and 16.51 pmol/l (reference range 9.01 to 19.05 pmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Additional information found in section b5, d4 lot number and d4 primary ID number fields. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 results for one samples. The following data was provided: alinity I free t4 result 19.32 pmol/l, repeated 17.53 and 16.51 pmol/l (reference range 9.01 to 19.05 pmol/l). No impact to patient management was reported. Update: sid is (B)(6).

Event description:
The customer observed falsely elevated alinity I free t4 results for one samples. The following data was provided: alinity I free t4 result 19.32 pmol/l, repeated 17.53 and 16.51 pmol/l (reference range 9.01 to 19.05 pmol/l). No impact to patient management was reported. Update: sid is (B)(6).

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot: 63095ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot: 63095ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformance's or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot: 63095ud00 was identified.